Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9l522 expiration date: 08/2015 manufacturing date: 9/2010 (B)(4) sleeve.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking. No other details of the event were provided. It is unknown how the procedure was completed. There was no patient impact reported.